Event description:
New information received notes that the lead was capped and replaced due to oversensing. There were no adverse consequences to the patient.

Event description:
New information received notes that the patient received inappropriate atp therapy due to episodes of oversensing. Programming changes were made. The patient will continue to be monitored with routine follow-up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that multiple non-sustained rv oversensing episodes and a vf episode were observed via remote transmission. The patient received inappropriate atp therapy. Review of the episodes revealed oversensing. Programming changes were made. Patient was fine.